Event description:
It was reported by the doctor that during surgery, the product broke inside the shoulder of the pt. It was further reported that the surgery was completed.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.